Event description:
It was reported that a malfunction occurred in the customer's pump, indicated by malf 0. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, as it remained within normal range. The customer was advised to use mdi as a backup therapy to ensure insulin delivery remains uninterrupted. Technical support arranged for a replacement pump and confirmed the shipping details. The customer was instructed to send the malfunctioning pump back using a pre-paid label within 10 days and acknowledged the instructions provided.